Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the system was outside of clinical use at time of event occurrence. A philips field service engineer (fse) went on-site and confirmed that the button was active. The fse analyzed the system's log files and identified a warning indicating that the right wedge joystick of the mono image module was active at startup, thereby confirming the defect in the imaging module. The module was replaced, and returned to philips for further analysis, which indicated that the frontal shutter showed no input when pressed in the upward direction. This confirmed a malfunction in the imaging module. Following the replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that a button was active during system start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.